Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 554 mg/dl. The customer treated with an injection and the pump. The customer had symptoms such as nausea and headaches. The customer stated that she removed the set and the cannula was not damaged. The customer stated that she also had blood glucose of 308 mg/dl and ate and took insulin for carbs. Two hours later, the customer's blood glucose reading was 598 mg/dl. 30 minutes later, the customer's blood glucose reading was 498 mg/dl. The customer was not able to fully troubleshoot because she was at work. The customer will call when she is home to troubleshoot.